Event description:
Caller reports the consumer was receiving imprecise sequential readings that may have resulted in the consumer self administering more insulin than was requried. Caller indicated that the consumer was taken to the hosp due to the insulin dosage. Attempts to obtain additional info on this event have not been successful. Date of hospitalization and admitting diagnosis are not known.